Manufacturer narrative:
Based on the supplier¿s investigation, the device history record could not be reviewed as a lot number was not provided. The device master record was reviewed and there have been no changes in material or design for product code (B)(4). The device was not available for investigation, only photos of the device were provided. According to the photos, the left wheel bearing was completely broken and the wheel was off the device. The shaft was not bent and it appears the bearings were not broken in a sudden incident, it looks to have been used for a long time and was broken over time. According to the supplier, broken bearings will not cause the wheel to fall off as the wheel is locked on by a washer and nut. If the bearings are broken, the wheel will not turn. As the device involved in this incident was not available for further investigation, the root cause for the reported issue could not be determined. There is no additional action taken at this time, but we will continue to monitor the trend of this type of incident.

Event description:
The patient states a wheel fell off the rollator. She states it looks ¿shredded¿ where it goes into shaft of unit. Photos provided. There was no injury.